Event description:
Health professional called to report adverse reactions for two patients regarding the battle creek bed warming device. This report is for patient 1. Patient 1 is a female patient in her late 60's. Reporter says she used this device on (B)(6) 2014 and patient 1 received first degree burns. Reporter stated that patient 1 did also mention the bed felt warm. Reporter will sent additional info and details soon.